Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during testing, the device was not detecting. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. From the provided information, it is unknown if the device has or has not been used in the treatment or diagnosis of a patient. The returned product did not meet specification as received. Visual inspection found the console connector housing was bent and damaged. The reported condition was confirmed. The investigation found the console connector housing was bent and damaged. This may have been due to mishandling. Due to the damage of the connector, the connector could not be plugged into the console. The investigation identified the root cause of the reported event to be user error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: further review of this complaint has determined that the reported issue is too broad to determine the specific fault being reported. Further information has been requested from the customer, and if a reportable issue is identified from the returned device, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.